Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a high voltage shock. Upon review, the patient's right ventricular lead exhibited inappropriate anti-tachycardia pacing, due to lead noise, which resulted in patient ventricular tachycardia. High voltage therapy was then delivered. The patient's lead was replaced on an unknown date. The patient was stable.

Event description:
New information received on (B)(6) 2018 indicates that the lead was revised on (B)(6) 2018.